Event description:
The customer reported via phone call that the insulin pump had cracks. Customer's blood glucose was 177 mg/dl. Customer stated that the damage was on the battery compartment. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump's esc button did not respond due to a flattened button dome switch. The pump was received with a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.